Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece for analysis. Visual examination found an external insulation abrasion breaching the sheath only with intact silicone insulation beneath consistent with friction to the device can located at the proximal region of the lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.